Manufacturer narrative:
The device was not returned for analysis since it was discarded at the facility; however, media was provided which showed that the guidewire was kinked at the distal tip and the polymer jacket was peeled which confirms the reported body coating issue.

Event description:
It was reported that the coating of the guidewire tip detached, requiring additional intervention. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified posterior tibial artery. After placing a rubicon 14 catheter, a v-14 guidewire was advanced. However, while crossing the lesion, when the guidewire was being advanced and retracted, the hydrophilic coating of the guidewire tip detached and remained in the patient. The detached coating was captured and removed with a snare. There were no patient complications as a result of this event.

Event description:
It was reported that the coating of the guidewire tip detached, requiring additional intervention. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified posterior tibial artery. After placing a rubicon 14 catheter, a v-14 guidewire was advanced. However, while crossing the lesion, when the guidewire was being advanced and retracted, the hydrophilic coating of the guidewire tip detached and remained in the patient. The detached coating was captured and removed with a snare. There were no patient complications as a result of this event.